Manufacturer narrative:
During a standard treatment an electrical dental handpiece got hot and burned the pt on cheek. The pt was prescribed peridex antibiotic mouth rinse and kenalog. He was also told to do warm salt water rinses. During the analysis of the handpiece it was found that the backcap stuck in due to a dent in the head. This was putting pressure on the bearings causing hed to heat up. From experience a dent in the head is the result of a drop of the instrument or a strike against it. User instruction request a test run before each use and states that the handpiece mustn't be used if it runs out of specification. (B)(4). (B)(4) (the manufacturer) is submitting the report on behalf of (B)(4) USA (the importer).

Event description:
During a standard treatment an electrical dental handpiece got hot and burned the pt on cheek. The pt was prescribed peridex antibiotic mouth rinse and kenalog. He was also told to do warm salt water rinses.